Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the sensor was giving low readings. While on the baby's toe, the sensor was reading 83. While on the baby's finger, the sensor was reading 84. The customer reported that the baby was not in distress. When the customer tested the sensor on herself, the sensor was reading 98. No pt harm reported.